Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h1, h2, h3, h4, h6, h10. Visual examination of the provided pictures identified what appears to be bone on-growth and a mark on the dorsal of the stem which appears to be clean suggesting it could have been caused by fixation or during explantation. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Radiographs were provided and reviewed, but not submitted to mmi at this time as undated image would be difficult to correlate to allegation. The superimposed template obscures the image and mmi would not be able to provide a complete assessment. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products ¿ hxpe liner elevated kk 32; item# 00875201232, lot# 63264393. Report source: foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a total hip arthroplasty on an unspecified date, and subsequently a revision was performed due to pain. The stem was still well fixed intraoperatively, however the surgeon chose to remove and insert a cemented stem. Due diligence is in progress for this complaint; to date no additional information or product has been received.